Event description:
It was reported the pump failed accuracy test during annual inspections no patient harm or involvement.

Manufacturer narrative:
Other, other text: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other, other text: one device was returned for evaluation. Visual inspection revealed no cracked cases. No evidence was found in the event history logs. Functional testing was performed but the reported issue was unable to be replicated; the pump was found to be within specifications; no fault was found. No further action was taken. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.